Manufacturer narrative:
(B)(4). Evaluation process: incoming inspection: - the customer complaint can be confirmed, there was low output on cut setting 7. - high output was identified on cut settings 1-3 - the monopolar receptacle needs a mandatory update. There was no functional impact. - software version 4.3 is up to date. Root cause: after replacing the monopolar receptacle, the generator was re-calibrated, which corrected both the low and high output. Reference documents: pulsar 2 service process instruction (B)(4) rev. E.

Event description:
While performing routine pm testing, biomed reported low output. After analysis of the generator, output testing revealed low output on cut setting 7 and high output on cut settings 1-3. No patient involvement.